Event description:
Customer reported that the zipper is damaged on the panel side b. The date when the issue was discovered is unk. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation codes: results: evaluation of the returned product confirmed the reported issue. Evaluation revealed that the pt access, panel side b, slider body is broken. Also, revealed that the window side b, insert pin is missing. (B)(4).